Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the provided pictures identified battery degradation within the sterile packaging. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before the procedure the pulsavac came apart from battery. There was no harm or injury reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before the procedure the pulsavac came apart. There was no harm or injury reported. No adverse events were reported as a result of this malfunction.